Event description:
During surgery the idrive stapler stopped working while the equipment was clamped down on tissue. It wouldn't open. It was thought that the battery died, so the battery was then changed. The equipment was reset, and then it fired. They were able to take out the tissue. It was able to be opened. Surgery continued. Physician struggled with stapler to release colon tissue. We have removed this stapler from service and are using a loaner stapler from covidien at this time.